Event description:
It was reported that while using bd bactec¿ myco/f lytic culture vials 12 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.the following information was provided by the initial reporter: "equipment presented 12 false positive vials".

Manufacturer narrative:
H.6. Investigation summary: catalog 442288. Batch no. 0323788. False positive claim and no sensor claim. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. No investigation can be conducted to the retention samples. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record could not be reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Do not use culture vials past their expiration date. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
The following fields were updated with corrections: b.5. Event description: it was reported that while using bd bactec¿ myco/f lytic culture vials 12 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " equipment presented 12 false positive vials". D.1. Device brand name: bd bactec¿ myco/f lytic culture vials. D.2. Common device name: system, blood culturing; product code: mdb. D.3. Manufacturer name: becton dickinson caribe ltd. D.4. Catalog number: 442288; lot number: 0323788; expiration date: 2021-08-31; UDI number: (B)(4). G.1. Contact office: becton dickinson caribe ltd. G.4. PMA/510(k)#: k970512. H.4. Device manufacture date: 2020-11-18.

Event description:
It was reported that while using bd bactec¿ myco/f lytic culture vials 12 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " equipment presented 12 false positive vials".

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 12 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: ''equipment presented 12 false positive vials".